Event description:
A consumer reported receiving a high blood glucose of 486 mg/dl when compared to a labortory comparison result of 344 mg/dl. When these results are plotted on a clarke error grid, the values fall in the "c" zone showing the difference in the value to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.